Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported "hardened, pain, calcification and contracture". Healthcare professional later reported "capsular contracture" baker grade unknown, "pain", "hardening" and "contour irregularities". Healthcare professional later reported "complaint of stiffness, progressive pain and capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Event description:
Patient reported "hardened, pain, calcification and contracture". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
Clarification to h6 - no trend analysis performed, code b12 was included in error. Additional, changed, and/or corrected data: h11.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "hardened, pain, calcification and contracture". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Event description:
Patient reported "hardened, pain, calcification and contracture". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.